Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 0001825034-2019-04054, 0001825034-2019-04056. Concomitant medical products: cp561442, item name: disc seg ulna 3x130x50, lot unknown; cp562278, item name: compr 13mm to srs im hmrl stm, lot: unknown; cp562153, item name: cust comp srs hum coupler set, lot: unknown. Report source: foreign; event occurred in the (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address infection. No further information has been made available at the time of this reporting.